Event description:
Internal bci investigation identified that under a specific scenario using the rxp cytometer sw with the multi file analysis protocol, and selecting % in regions, the % result may be incorrect, with all % results shown as the same valve. The results shown in the statistics box for the histogram in question will be correct. If a user does not use the statistics box and relies on the incorrect % result within the plot, patient treatment decisions may be affected.